Manufacturer narrative:
Cerner distributed a priority review flash notification on april 4, 2014 to all potentially impacted client sites. The software notification includes a description of the issue, a script to prevent the issue in the interim and a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corporation will provide a follow-up report when the software modification is available.

Event description:
The issue involves cerner millennium powerchart, powernote, firstnet, surgical powerchart, inet, the clinical viewer, cvnet, or care manager and affects users that utilize the document viewing tab to view or add clinical notes on a pt's chart. The issue may occur when the user has set their default tab to a tab other than document viewing in the toc. When a pt's chart is displayed and the user then navigates to another pt's chart then returns to the original pt chart, a list of notes for a pt other than the pt displayed in the demographics bar may be displayed in the document viewing tab, and you may create notes for a pt other than the pt displayed in the demographics bar in that tab. Pt care could be adversely affected if clinical decisions are made based on wrong pt info or if incorrect causes a delay in care. Cerner has not received communication on any adverse pt events as a result of this issue.